Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported slda appears to be related to patient morphology/pathology, as the leaflet flail/prolapse, as well as the difficulties with visualization due to the patients size and rotated heart, likely affected leaflet insertion in the clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The other mitraclip is filed under a separate medwatch report number.

Event description:
This report is filed because the deployed clip was suspected to have detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that the first mitraclip was deployed without issue; however, after the gripper line was removed, abnormal movement of the clip was noted and it was suspected to be a single leaflet device attachment (slda). During device preparation of the second planned clip, the cap was loosened too much to de-air the clip delivery system (cds), resulting in the gripper line sleeves detaching. The cap was unable to be replaced and a leak was noted. The device was not used. Another cds was prepared without further incident. Mitral regurgitation (mr) was reduced from grade 4 to 3. The following day mr had improved to grade 2. No additional information was provided.